Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 9 months following the implant of the transcatheter bioprosthetic pulmonary valve moderate pulmonary regurgitation was reported. Treatment was not reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Imaging review: an echocardiogram dated (B)(6) 2024 labeled ¿discharge¿ was reviewed. The patient was post harmony transcatheter pulmonary valve (tpv) implantation. The harmony valve leaflet motion appeared normal. There was normal flow across the harmony tpv with a peak velocity of 2.0 meters per second (m/s) and a peak gradient of 16 millimeters of mercury (mm hg). There was trivial central pulmonary regurgitation. The device inflow appeared well apposed to the right ventricular outflow tract (rvot). There was no significant paravalvular leak (pvl). There were no obvious device frame configuration issues. There was mild right ventricular enlargement, with a mildly depressed function. Mild tricuspid regurgitation was observed with a right ventricular systolic pressure (rvsp) of 19 mmhg + cvp. The left ventricular size and function appeared normal. The 6-month echocardiogram dated (B)(6) 2025 labeled ¿6 month¿ was reviewed. The harmony valve leaflet motion appeared normal. There was normal flow across the harmony tpv with a peak velocity of 2.1 m/s and a peak gradient of 18 mmhg. There was trivial central pulmonary regurgitation. No pvl was noted. There were no obvious device frame configuration issues. There was mild right ventricular enlargement with a mildly depressed function. Mild tricuspid regurgitation was observed with an rvsp of 25 mmhg + cvp. The left ventricular size and function appeared normal. The 1-year echocardiogram dated august 12, 2025 labeled ¿1 year¿ was reviewed. The harmony valve leaflet motion appeared normal. There was normal flow across the harmony tpv with a peak velocity of 2.0 m/s and a peak gradient of 17 mmhg. There was increased central pulmonary regurgitation. No obvious pvl was noted. There were no obvious device frame configuration issues. The rv <(>&<)> lv size and function were unchanged. Mild tricuspid regurgitation was observed with an rvsp of 27 mmhg + cvp. In conclusion, the harmony device appeared well seated with low trans-annular gradients over the one-year period. Trivial device reg urgitation at discharge, that appeared to have increased at one year (mild+), however it was difficult to quantify and confirm with doppler. No obvious frame distortion on the echo images. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the 6 month radiography showed biplane cinefluoroscopic stent fracture without loss of stent integrity.

Manufacturer narrative:
Updated data: a2 b3 b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 1 year following the pulmonary valve implant one inferior type I stent fracture without loss of stent integrity was identified via fluoroscopy. As reported, the valve was ¿well¿ placed. Treatment was not reported.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.